Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed multiple fault codes upon interrogation. Additionally, it was noted that the programmer displayed a "shorted lead" or "lead impedance out of range" message. Consequently, the device was explanted and replaced.